Manufacturer narrative:
Additional info will be submitted once the quality investigation is completed.

Event description:
A stryker loaner core sagittal saw was sent in for svc and it started leaking black oil during quality testing. No adverse event was associated with the device.